Event description:
It was reported that the patient presented in clinic with complaints of dizziness. The right ventricular lead exhibited intermittent loss of capture and decreased impedance. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded at 9.8 cm - 10.3 cm from the connector pin, consistent with damage caused by friction to the device can. The outer insulation and coils were damaged at 21.1 cm - 20.2 cm and the inner insulation damaged at 20.6 - 20.7 cm from the connector pin as a result of clavicular crush.